Manufacturer narrative:
During the device evaluation, additional issues were found. The bending section cover, s-cover, control unit, switch box, universal cord, s-connector, and connecting tube were scratched. The bending section cover had discoloration. The image guide protector had a cut. The grip was sticky. The s-cylinder was shaved. The universal cord, light guide cover glass, and plastic distal end cover had a dent. The el-connector had corrosion. Due to deformation of the el-connector, the endoscope cable could not be connected securely. Due to wear of the angle wire, the bending angle in the up/down/right/left direction and the play did not meet the standard value. The adhesive around light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date of event: (B)(6) 2022.

Event description:
During a standard inspection of a customer returned asset, the inside of the light guide lens was found to be dirty. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to the following: because of physical stress/chemical stress resulted from user¿s handling, a minute gap was created in the glue around the lg (light guide) lens. Stain, liquid or moisture adhered to the lg lens or around the lg lens entered from the gap into the inside of the lg lens. This was deemed a preventable occurrence. The following is provided within the instructions for use (IFU) operation manual: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.